Event description:
It was reported that the patient presented at the hospital for underlying conditions. Device interrogation revealed noise oversensing on the right ventricular (rv) lead, which resulted in inappropriate anti-tachycardia pacing (atp) therapy. The rv lead was capped and successfully replaced on (B)(6) 2025. The patient remained stable throughout the procedure.